Event description:
The patient implanted for non-malignant pain and failed back surgery syndrome reported poor communication on the patient programmer (pp). They were unable to communicate with the implantable neurostimulator recharger (insr). The insr would not charge the implantable neurostimulator (ins). She was seeing the reposition screen. She had always had trouble charging the ins and getting the insr to communicate with the ins. If she moved just a little bit, she would lose communication. Recharging had always been a "pain in the butt." The last charged the ins 2.5 weeks ago and had all the coupling boxes if she didn't move. She had charged it to full but had used it quite a bit since then because she had been dealing with her dying father and had been sitting in wooden chairs which was painful. Therefore, she had to use the ins more often as of late. An antenna locate feature was performed but was unsuccessful and the patient was still seeing the reposition antenna screen. She repositioned the antenna multiple times but the insr would not connect with the ins. The pp was not connecting either. The patient was redirected to her healthcare provider (hcp) and it was noted she currently didn't have one. The pp and insr not communicating occurred the week prior to this report. Trouble charging the ins had occurred since implant. It was noted that she had another spinal cord stimulation (scs) device and that worked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.